Event description:
The customer reported to olympus, that the "ostc caps did not fit on the distal end" and was not reportable. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, the air/water tube and cylinder had white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer reprocessed the device before returning. The device was returned to olympus for inspection and the reported event was confirmed. The following findings were noted during device evaluation: due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesive on a-rubber (bending section cover) had wear, plastic distal end cover had a dent, and objective lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. It was also presumed, that it was, due to breakage of rubber, during device handling by the user. The events can be detected/prevented in accordance, with the following instructions for use: operation manual, chapter 3: preparation and inspection. Reprocessing manual, chapter 5: reprocessing the endoscope. Do not strike, hit or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector. Also, do not bend, pull or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
This report is related to linked patient identifier: (B)(6).